Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope experienced an error code e315. The event occurred during reprocessing. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. Additionally, service found there was a leak from the instrument channel, the rubber was stretched, there was peeling of the rubber glue, there was liquid in the lens, the image had rainbows, the bending section was wet, the bending section failed, the shrink tube was cut, there was a bite/dent on the boot, the control body was wet and corroded, the tube protector boot was cut, the scope connector had corrosion/fluid. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope experienced an error code e315. The event occurred during reprocessing. The intended diagnostic procedure was completed using a similar device. There was no delay. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The event can be detected/prevented by following the instructions for use which state: "important information ¿ please read before use. Warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination.". "3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal." "5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.